Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 immunoassay analyzer. The initial result was 21.78 pg/ml with a data flag. The repeat result was 78.07 pg/ml with a data flag. Qc was repeated with passing results and the sample was repeated twice more with results of 77.25 pg/ml with a data flag and 77.82 pg/ml with a data flag. It is not known if the questionable result was reported outside of the laboratory. The troponin t hs stat reagent lot number was 45954101 with an expiration date of 31-jul-2021.

Manufacturer narrative:
Calibration signals were slightly higher than expected for signal 1 and lower than expected for signal 2. The customer's level 1 qc was within range, however, level 2 qc was outside of the expected range. The customer had no level 2 qc results within range on the day of the event. No issues were identified during a review of the alarm trace data. Liquid flow cleaning was last performed on (B)(6)-2020; pinch valve tubing had been replaced on (B)(6)-2020. The investigation did not identify a product problem. The specific cause of the event could not be determined.